Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a big air bubble on the dso seal. There was no evidence to review in the device's event history log. Functional testing was conducted. Upon review, it was discovered that the wrong drug library was used. Could not evaluate or duplicate the reported problem. It was determined that the root cause was due to user error, by selecting the wrong drug library. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4), corrected data: h6: health effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that someone attached a cassette of hydromorphone to the pump, opened the pump and pressed start. The pump started infusion the previous therapy that was used in the pump (dose of piperacillin/tazobactam) which resulted in over infusion of hydromorphone. The patient was taken to the hospital. No adverse patient effects were reported by the customer.